Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when completing a dressing change, the nurse allegedly found the catheter broke and it appeared to be cut. It was further reported that an x-ray was performed and there were no fragments found. The device was removed. There was no reported patient injury.

Event description:
It was reported that when completing a dressing change, the nurse allegedly found the catheter broke and it appeared to be cut. It was further reported that an x-ray was performed and there were no fragments found. The device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:one powerline 6fr d/l catheter was received for evaluation. Visual and microscopic inspection identified a complete circumferential break 1 cm distal to the y-body. The cut was characterized by a jagged edge and striations consistent with sharp instrument damage. Therefore, the investigation is confirmed for sharp instrument damage. The identified sharp instrument damage likely occurred at the user facility, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 01/2021).

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerline 6fr d/l catheter was received for evaluation. Visual and microscopic inspection identified a complete circumferential break 1 cm distal to the y-body. The cut was characterized by a jagged edge and striations consistent with sharp instrument damage. Therefore, the investigation is confirmed for sharp instrument damage. The identified sharp instrument damage likely occurred at the user facility, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. One electronic photo was received and reviewed by bpv field assurance engineer. The photo shows one maxcore biopsy needle on a surface covered with brown paper towels. The needle appears clean and there are no visible anomalies. The needle is in the unprimed state with the cannula and stylet in the initial positions. Based on the photo review, a failure to prime cannot be confirmed. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that when completing a dressing change, the nurse allegedly found the catheter broke and it appeared to be cut. It was further reported that an x-ray was performed and there were no fragments found. The device was removed. There was no reported patient injury.